Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. The insulin pump had moisture damage was found on motor assembly. No button error alarm or blank display noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 278 mg/dl. Customer's current blood glucose reading was 91 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.